Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and suspected a faulty degasser. The fse indicated that the vacuum line from degasser to waste b container had water inside. The fse stated that the vacuum accumulator had been flooded and had waste inside. The fse removed and cleaned the canisters, replaced the degasser, and primed the system with no leaking observed. The customer performed qc and tested samples to verify operation of instrument; no problems were noted. Repairs were verified per established procedures prior to returning it into service. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) stating that no foam was intermittently leaking in the unicel dxc 600i synchron access clinical system. No injury was reported.